Event description:
Cobalt poisoning due to fretting from stryker abgii hip prosthesis implanted (B)(6) 2011 - right leg. Took 15 months to diagnose. (B)(6) 2011 - hip swelled up and was very painful. Difficulty walking, could not hike. (B)(6) 2012 - bad pain in lower right leg (nights only) that woke me up at 3 am. Could not go back to sleep. Painful and dangerously tired. (B)(6) 2012, cannot lift right leg while sitting or straight up while lying down. Hard to tie shoe, enter cars, cannot ride a bike. (B)(6) 2012, slow moving, tired, lost sense of balance. (B)(6) 2012, when sneezing or coughing, intense pain in groin. (B)(6) 2012 - continuous allergic hacking cough. Cough stopped 2 days after surgery. (B)(6) 2012, hip revision surgery to remove prosthesis causing cobalt poisoning. Tan pus-like debris was found all over the area and scarring on muscles surrounding prosthesis.